Manufacturer narrative:
A voluntary medwatch form 3500 was received (report # mw5164684); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post-operative that the right ventricular (rv) lead was implanted in an off-label manner in the left bundle branch (lbb). The rv lead was found not capturing and the patient had low ejection fraction (ef). However, it was also noted that the physician did not think it was related to the system. They plan to explant system and implant a cardiac resynchronization therapy defibrillator (crt-d) in the future since ef was low. The rv lead remains in use. No patient complications have been reported as a result of this event.